Event description:
Reportedly, the physician reports screen freeze during interrogation of pacemakers (B)(6) 2024. It could have occured on the following implants: (B)(6).

Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it is corrected with the new smartview version 3.18. - the complaint is recorded for trending purposes.

Event description:
Reportedly, the physician reports screen freeze during interrogation of pacemakers (B)(6) 2024. It could have occured on the following implants: 037dh032 127zu442 103yg036.